Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 350 mg/dl, which was treated with a manual injection. The customer stated that she changed the battery, and the button error alarm went away, but now she was receiving no delivery alarms. She reported that she received 3 no delivery alarms back to back during a possible basal delivery attempt. No significant events leading to the alarm were observed. Upon troubleshooting for the no delivery alarm, it was found that the infusion set had a bent cannula. Advised replacement of the insulin pump due to the button error. Nothing further reported.

Manufacturer narrative:
All buttons function properly however, moisture damage to the keypad traces was noted during visual inspection. No button error alarm during testing. The device passed the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery tests. No excessive no delivery alarm noted. The device had cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window, and stained end cap sticker.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.